Manufacturer narrative:
Device is a combination product. Initial reporter state - (B)(6).

Event description:
It was reported that stent damage occurred. This 2.50 x 12mm synergy xd was used in a procedure. Stent damage occurred inside the patient. The procedure was completed with another device with no patient injury.